Manufacturer narrative:
I have reviewed this medwatch report and am approving for submission to FDA. I acknowledge that my electronic signature being recorded is the legally binding equivalent of my handwritten signature.

Event description:
It was reported the subject device stripes on the right side of the image. There were no reports of patient involvement*.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: "insertion part --- charged couple device unit --- vertical lines" (poor quality image) olympus will continue to monitor field performance for this device.